Manufacturer narrative:
H.6. Investigation summary: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. No erroneous results were reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of awareness is listed as 2020-01-03. Complaint testing was based on the customer stain failure reported which resulted in no product issue found, and ¿unconfirmed¿ complaints. Additional complaints were reported with details indicating the artifact on the slides resembled bacteria and budding yeast. Additional testing was conducted, testing was performed on 10 march 2020. This additional testing confirmed the presence of artifact, and the artifact resembled bacteria. At this time it was determined previously unconfirmed complaints would be confirmed and a situation analysis was initiated. The investigation into this issue is ongoing.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. No erroneous results were reported.